Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Pump had no excessive no delivery alarm noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and does not deliver insulin correctly. The customer's blood glucose reading was 64 mg/dl at the time of incident. The customer does not want to troubleshoot and is requesting a new pump only. The customer was advised that the pump would be replaced.